Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/06/2025, the beta bionics ilet user reported difficulty reconnecting their dexcom g7 cgm to the ilet device after removing the ilet the previous day. Upon attempting reconnection, the ilet repeatedly displayed messages indicating the cgm was offline or requesting a blood glucose (bg) entry. The device did not proceed to sensor warm-up and showed a pairing indicator. The patient confirmed bluetooth was enabled. The agent walked the patient through troubleshooting steps and the sensor successfully reconnected. At the time of reconnection, the patient's bg was 345 mg/dl and had reportedly been elevated for approximately three hours. The patient did not report symptoms and planned to allow the ilet to bring bg back into range. No medical intervention or external assistance was required.